Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received intermittent inaccurate fill estimates. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump and supplies for insulin delivery.